Manufacturer narrative:
Additional information: section b5 - describe event or problem: the surgeon provided the following information ¿any tiny speck of soft lens matter which goes beyond the optic will be difficult to remove in some cases. It may have no relation to the model of the intraocular lens (iol) used¿. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon was unable to vacuum a remaining piece of lens material from behind the intraocular lens (iol). No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens remains implanted). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified, therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.